Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient did not use the therapy after 3-4 months of receiving the implant. The device system was explanted except for part of one lead. The patient was at home at the time of this report. Additional info has been requested from the hcp, but was not available as of the date of this report.